Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the top led segment in the lower display was not illuminating correctly. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported that the "lower green 8 segment display is missing the top segment." The device was able to engage in monitoring activities. There were no consequences or impact to the patient.